Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer reported that the emergency medical services were called. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer stated that they were hospitalized on (B)(6) 2016. The reservoir will not be returned for analysis.